Manufacturer narrative:
Visual inspection was performed on the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaint from this lot. The investigation was unable to determine a conclusive cause for the reported inflation and deflation issues; however, the reported difficulty removing the device, device embedded in tissue or plaque and unexpected medical intervention appear to be related to operational context. It was reported by the account that force was applied during the attempt to remove the device and the tip/balloon separated. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the violation of the IFU contributed to the reported separation as the device separated after pulling against resistance occurred. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device. H6: 2017 device code clarifier- excessive forcena.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified mid left anterior descending artery. The 2.50x15mm trek balloon dilatation catheter (bdc) was advanced and once at the lesion inflation was attempted but would not inflate. Second inflation was attempted and the balloon inflated at 14 atmospheres; however, the balloon only partially deflated. A bit of more force was used to attempt to remove the device, however, the balloon tip separated. Resistance was noted as the balloon was partially inflated during removal. A stent was used to embed the separated tip into the vessel wall. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.